Event description:
It was reported that during testing conducted at the MFR facility the device ran without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the MFR facility, there was no pt involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the evaluation, burnt contact pins were found, which can contribute to devices operating without user activation. The device has not been returned to the user account at this time.